Event description:
During the revision of the lv lead, fluoroscopy revealed a single externalized conductor on the rv lead. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.